Event description:
The facility reported the handpiece got hot and corneal burn occurred; stated the pt is doing fine. Reporter requested that any add'l follow-up go through surgeon. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. Provided customer with add'l info on possible causes of thermal injuries.